Event description:
The product was used during a low anterior resection procedure. Reportedly, the staples were missing and the anastomosis was not complete. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.